Event description:
The device was used during a bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.